Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 1 of 4. The technical service representative (tsr) determined that the home patient (hp) left the connection to the supply bag loose. The tsr advised the hp to check the connections before starting therapy. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was informed that the hp left the connection between the supply bag and cassette loose. The rn stated they would retrain the hp. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the system error 2240 was due to air being sucked into the disposable because there was a loose connection between the supply bag and the line from the cassette, which is use error. The label review found the labeling adequate for the use error in this complaint.